Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 600-700 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and no third-party assistance was required. Reportedly, the customer had been using cold insulin in the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge. Reportedly, the customer continued to use the pump for insulin therapy.